Manufacturer narrative:
In response to FDA report number: mw5092240 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.6.

Event description:
Patient additionally reported via regulatory agency the breast implants "attacked immune system" and "health issues." This record is for an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.